Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of continues low voltage alarms despite being connected to fully charged batteries can be confirmed based on the information recorded in the provided event log file. The log file contained data recorded on (B)(6) 2020 from 11:56 to 12:50. The information recorded on july 6 at 12:35 revealed a backup battery not installed alarm. The alarm cleared and at 12:39 there was a low battery advisory alarm which progressed to a low battery hazard alarm. The alarm briefly cleared at 12:41 and reactivated. The last entries (recorded from 12:44 to 12:50) revealed that the alarms cleared. The voltage levels associated with the low voltage alarms appeared atypical and may suggest a possible issue with the controller¿s power cables. The system controller serial number (B)(6) was not returned for evaluation. Per the additional information the alarms resolved after the controller was exchange and the replaced controller will not be returned for evaluation. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital had to perform a controller exchange with the patient as the controller was continuously alarming with low battery despite being on fully charged batteries. Prior to the controller exchange they cleaned the batteries and clips, which did not resolve the alarms. They then changed out the batteries, clips, and internal battery but the alarms continued. The alarms did not occur when the patient was connected to the power module. Log file captured odd strings of low power hazard on (B)(6) 2020 while the patient was connected on battery power and also captured a backup battery fault alarm on (B)(6) 2020 that was due to the backup battery being changed out. There were no other unusual events seen within the log file. The alarms resolved after the controller was exchanged and the patient was reported as stable.